Manufacturer narrative:
(B)(4).

Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.